Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Customer blood glucose reading was 321 mg/dl. The insulin pump front and back is damaged. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with scratched lcd window. After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller and cracked lcd glass. Unable to perform displacement test due to display anomaly.